Manufacturer narrative:
The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 20 months post-implant, it was reported that the patient had elevated ldh levels. In the months prior the patient showed signs of improved left ventricle function and was on a 6 month weaning trial, which included a stress test with reduced pump speeds. The pump was explanted and the patient is reported to be doing well.